Manufacturer narrative:
Article citation: d'alessandro gs, munhoz am, takeuchi fm, povedano a, sampaio goes jc. Immediate breast reconstruction with latissimus dorsi myocutaneous flap and silicone implant followed by adjuvant radiotherapy for breast cancer. Ann plast surg. 2024 jun 1;92(6):625-634. Doi: 10.1097/sap.0000000000003882. Epub 2024 may 6. Pmid: 38718327. Continued e.1. Facility name: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Through journal article "immediate breast reconstruction with latissimus dorsi myocutaneous flap and silicone implant followed by adjuvant radiotherapy for breast cancer", healthcare professional reports capsular contracture baker grade iii/IV was experienced as an outcome after breast reconstruction surgery in 56 (31.8%) of 176 patients. This record relates to the allergan natrelle style (B)(6) devices affected. Affected sides and device status are unknown. 32 patients underwent total capsulectomy with implant replacement.